Event description:
It was reported that this was a female patient with a right basilic vein insertion. A nurse discovered that the "brown" hub of the lumen has fractured and fallen off. She immediately noticed the pac and they removed the peripherally inserted central catheter (PICC) line from the patient. A second PICC line with the same lot number was pulled from their stock and when the lumen was pulled, it also fell apart.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.